Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm mega suturecut needle driver instrument for failure analysis investigation. The instrument was analyzed and was found to have a frayed grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm mega suturecut needle driver instrument's fiber wire snapped. No fragments fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on available information, it has been determined that the instrument involved with this complaint meets the criteria for isifa2024-09-c. Hence, section h9 was updated to reflect this linkage. Correction: h8. Was updated to initial use of device. Correction to annex codes: annex code g was updated to g04121. Annex code a was updated to a040605. Correction h9: the date in section h9 should be 02/07/2025.

Event description:
Refer to h11 for follow-up information.